Event description:
The customer called to report a motor error alarm. The customer also got a different error alarm prior to rewinding the insulin pump. Unable to troubleshoot due to the error alarms. The customer stated that she would be going to the ER for assistance. Nothing further was reported.

Manufacturer narrative:
No error alarms were noted. The insulin pump passed the displacement and basic occlusion tests.